Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl with an unknown cause. Bg was treated with manual injection and multiple infusion set changes. The customer was instructed to consult with the healthcare provider regarding bg level. System check could not be performed as the issue occurred in the past.